Event description:
Patient had an magnetic resonance imaging done on (B)(6) 2026 at (B)(6) radiology. She said that during the MRI of her foot, it began to feel warm and she did not notify the staff member until after the procedure as she thought it may be normal with the scan. She said that when the magnetic resonance imaging was over, she told the staff member that her foot, shin area was burning. She said that she began developing red spots two days later, and more spots showed up. At the time of the exam, the tech did not see any red marks or any other irritation to the scanned area.